Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03798. It was reported that the patient system was auto reducing and as a result was experiencing ineffective therapy. Troubleshooting took place where the patient was initially reprogrammed, reprogramming was unable to resolve the issue. Surgical intervention took place where the ipg and lead were explanted and replaced to address the issue. The ipg was repositioned and replaced for unknown reasons. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.